Event description:
Philips received a complaint from customer reporting the touch screen on a v60 ventilator was not configured. The device was in clinical use. There was no report of harm to patient or user. A philips remote service engineer (rse) evaluated the issue remotely with the customer and advised a touch screen calibration. If calibration failed, a replacement may be necessary, for which the correct part number was provided. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18260.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and determined touch screen replacement was necessary. The asp replaced the touch screen for resolution. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.